Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had loss of stimulation. It was determined that the lead had high impedances and that lead was bent at the end of contacts. Device malfunction was noted with the lead and splitter. The patient underwent a revision procedure wherein leads and splitter were replaced. The patient was doing well postoperatively.